Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6), the device passed a self-test. The pad-pak was removed. The pad-pad was removed and reinstalled on several occasions between (B)(6) 2011 (B)(6) 2015, the device passed self-tests each time. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute time outs recorded in the history log, previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, it is therefore assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.